Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced hypotension and dyspnea with a polyflux 170h set. Forty minutes into hemodialysis therapy the patient experienced difficulty to breath and significant decrease in blood pressure (not further specified). The patient was treated with 5mg intravenous dexamethasone. The polyflux was replaced. No additional information is available.

Manufacturer narrative:
Correction: h6 b15 reported in error. Also the batch review was not performed on initial MDR. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.